Event description:
A malfunction occurred with the customer's pump, identified by a malfunction code of malf 12. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump. The customer will continue to use the current pump for insulin therapy.